Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical and lead connection issues were reported to the subject pacemaker. However, the lead was confirmed to be properly screwed.